Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The patient had been found unresponsive, and the cause of death was unknown. No autopsy was performed. The device was not returned for evaluation. The event log file recorded backup battery faults on (B)(6) 2021 at 20:14 while the device was powered by fully charged batteries. At 20:16:05, the event log recorded alarms for backup battery fault, low flow, driveline disconnect, and pump off. The controller was disconnected from batteries at 20:16:24. The controller was placed in sleep mode on (B)(6) 2021 at 03:15:44.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the patient outcome could not be conclusively established through this evaluation. Review of the submitted log files showed that the driveline (dl) was disconnected at 20:16:05 on (B)(6) 2021, and the system controller was shut down at 03:15:44 on (B)(6) 2021. It is unknown if the driveline was disconnected before or after the patient's expiration as no information could be provided regarding the event. The device appeared to have operated as intended. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas, and the proper actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.